Manufacturer narrative:
H6: evaluation codes updated.as returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1. Initial reporter address unknown. E1. Initial reporter email address unknown e1. Initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after washing the device it got disconnected and were unable to put it back, it was not vibrating. There was unknown patient involvement and unknown patient harm reported.